Manufacturer narrative:
Additional information: b5, b6, b7, d10, and e1. B5: upon follow up, it was reported the patient experienced cloudy pd effluent which is the manifestation of peritonitis. The cause of the peritonitis was unknown. The patient was treated with vancomycin injection (1 gm, every 4th day, intraperitoneal, discontinued) and meropenem injection was discontinued. On an unknown date, the patient recovered from the peritonitis. On an unknown date, the patient was discharged from the hospital. Pd therapy was discontinued. At the time of this report, the patient recovered from all the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by vomiting. The cause of peritonitis was not reported. It was reported the patient was hospitalized due to vomiting and treated with meropenum injection (1gm/ once daily/ intraperitoneal). At the time of this report, patient outcome and action taken with pd therapy are unknown. No additional information is available.